Event description:
It was reported that during a mandibular osteotomy procedure, the blade bent at a 90 degree angle. It was also reported that the subsequent delay did not impact the patient's outcome. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device subject to this MDR was not returned to manufacturer as yet. The root cause of this failure is undetermined.